Event description:
(B)(4). Constant headaches. Bloating. Flu like symptoms. Very irregular and extremely heavy periods or none at all. Constant abdominal pain. Mental fogginess. Body aches, back and neck pain. Constipation. Hot flashes. Weight gain. Unexplained rashes. Severe cramping with/without periods. Physical, mental and emotional sensitivity. I can feel "something" inside my abdomen, which I assume is the coils; this can be at any given time. Dizziness. Hair loss. Extreme fatigue.